Event description:
Following a self-extubation by pt, staff discovered that ventilator had failed to alarm, either "low pressure" or "low volume" or "pt disconnect". No pt compromise was noted. Pt was in process of being weaned from ventilator when pt extubated self.